Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result as compared to another meter. There were no blood glucose values reported for either device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.